Manufacturer narrative:
The device was not returned for evaluation; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. The curve of the safari2 guidewire should be constrained with in a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors have contributed to the event. Cardiac perforation, tamponade, and death are known potential adverse events and are listed in the safari2 device instructions for use (IFU). Patient information was not provided; therefore part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made, including product return; however, per the distributor, no additional information will be provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
During a procedure for the tricure fih trial, a safari xs wire perforated a patient's right ventricle. We reported this procedure-related serious adverse event to ansm under sae code e0605, cardiac tamponade with the following description: during valve deployment, the stiff safari xs wire perforated the ventricle, leading to hemodynamic instability. The patient required emergency conversion to open-heart surgery, during which the perforation was repaired with pledged sutures. This complication was determined to be procedure-related rather than device-related. Despite the surgical intervention, the patient unfortunately passed away two hours postoperatively. In our correspondence with ansm, we added the following note: it is important to highlight that fragile ventricles are more common in patients with smaller anatomies and in women. Unfortunately, this condition cannot be reliably screened or detected using current diagnostic methods, such as CT scans, echocardiography, or other assessments. This sae occurred on (B)(6) 2024. Other information from the string of emails (confirmed by the physician): issue with guidewire use: we are unaware of any issue with the guidewire during the procedure. Guidewire condition prior to use: we are also unaware of any pre-existing damage to the guidewire.